Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. Data was received but investigation window does not reflect the alleged device and/or the alleged issue. Confirmation of the allegation could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and failed due to no voltage. Data was received but does not reflect full investigation window. Confirmation of the allegation and root cause could not be determined. No injury or medical intervention was reported.